Event description:
It was reported that an electrical reset of this ipg was noticed at last follow up. After normal values were programmed the ipg had another electrical reset. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis confirmed the reported por (power on reset) condition. Analysis of the por in the device performance data found there was a double-bit error. The anomaly disappeared during further analysis and the root cause could not be determined.